Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was having low augmentation pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp, he tested the unit with the trainer and the balloon connected, but was unable to reproduce the reported "low pressure" issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6)

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was having low augmentation pressure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.